Manufacturer narrative:
A ge rep evaluated the system and installed two upgrade kits and replaced the blown fuses. No pt injury was reported.

Event description:
The customer reported, the system is not working and keeps blowing fuses. No pt injury was reported.